Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did all the 72 sutures present the alleged issue (pull off)? No. The customer had two boxes with the same lot number and removed them from the operating room. Please clarify how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Unknown. Customer stated several. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail unknown how was procedure successfully completed? Unknown a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the the needles tend to pop-off, even though they are swaged on. There were no patient consequences reported. Additional information was requested.